Manufacturer narrative:
The insulin pump had cracked casing at the display window corners, cracked casing at the battery tube threads, and a completely broken off reservoir tube lip. The test reservoir would not click/lock into place. There was also minor scratches on the display window.

Event description:
Customer reported via phone call that the reservoir compartment was broken at the end and he was afraid that the reservoir would fall out. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.